Event description:
Two (2) biopince biopsy guns would not "fire" per md. 3rd device obtained, which worked as it should. There was no harm to the patient, just additional time while trying to troubleshoot issues. After procedure finished and patient was removed from the room, doctor did examine the 2 malfunctioning "guns". Was able to get one to work eventually, but unable to ever get the second one to work as intended. Manufacturer response for full core biopsy instrument, biopince: manufacturer will be notified by means of this medwatch. Device is available for evaluation purposes.